Event description:
The customer reported to baxter (B)(4) a flo-gard IV. Solution admin set in which the tubing was found disconnected from the drip chamber. A patient was involved, but there was no report of patient/user injury nor medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation. Visual inspection revealed that the tube had disconnected from the chamber. The reported condition was confirmed. The cause was determined to be under-insertion by the assembly machine during the assembly of the sample. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.